Manufacturer narrative:
For the two malfunctions, lot numbers were provided and lot history reviews were performed. No devices were returned for evaluation and medical records were not provided. Therefore, the investigations are inconclusive. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device, and detachment of device or device component. These reports were received from various sources. Of the two events, both involved patients with no patient consequences. One of the two patients is female. No other patient information was provided.

Manufacturer narrative:
H10: for the two malfunctions, lot numbers were provided and lot history reviews were performed. No devices were returned for evaluation and medical records provided both malfunctions. For one malfunction, the investigations is inconclusive for filter malposition and filter limb detachment. For another malfunction, the investigation is confirmed for alleged filter tilt, filter limb detachment, and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device, and detachment of device or device component. These reports were received from various sources. Of the two events, both involved patients with no patient consequences. The 69 year old female patient was 70 kgs. Another patient was reported as male; however, age and weight were not provided.